Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient advocate for this patient reported that the device did not deliver appropriate therapy for the patient's ventricular tachycardia (vt). The patient was presented at the hospital and the device was reprogrammed to a lower rate. The patient advocate also reported that since the reprogramming, the device had delivered therapy on two occasions. The patient's heart rate following the shock was reportedly 64bpm. Additional information was sought from the local area sales representative, however at this time, additional information was not available.